Event description:
A customer reported an altitude alarm on their pump, which caused their blood glucose level to display as "high," although the specific value was unknown. The customer changed supplies and resumed insulin to address the issue, with no help from third parties. The pump was within the validated operating altitude range, and the speaker holes were not obstructed. Technical support advised cleaning the speaker holes and reconnecting the cartridge. Following these steps, the customer was able to resume insulin successfully, and the alarm did not recur. The pump returned to normal operation, and the customer acknowledged the resolution.